Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not login to the station. The technical support specialist has been waiting for customer response but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ user was unable to access the station. The customer confirmed that only the user ID was unable to login into the station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ user was unable to access the station. The customer confirmed that only the user ID was unable to login into the station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.